Event description:
It was reported that "dr (B) (6) followed the proper steps w/the all-in-one guide (aiog). Attached to plate w/the alignment rod. After placing aiog at desired angle locked it into place. He drilled through aiog. He placed screw on self-retaining screwdriver & switched to universal driver. The locking ring was turned into the "locked" position by a fraction. Because of that slight turn while screwing screw into plate, the 60mm screw turned the locking ring of the plate event more. Making the screw stand 2mm proud.

Manufacturer narrative:
Plate implanted during procedure; customer is returning screws that would not fit in locking ring. Investigation is underway; any additional info obtained will be submitted in a supplemental report.